Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late. Device evaluation: visual analysis of the photographs identified. Device patch with lot (or catalog) number it is not possible to see the batch number and catalog of the device due to the quality of the photos. Red particle material on the shell and red biological tissue.

Event description:
The doctor reported capsular contracture grade IV and seroma. This record relates to right side. Device has been explanted.